Event description:
It was reported that during routine check by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) units doppler probe is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restriction block e1 event site telephone is (B)(6). This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.